Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported there was a loss or change in therapy. The patient had a little diarrhea the other day in (B)(6) 2016. This was noted to be a sudden change in therapy/ symptoms. It was noted that the patient was taking an oral medication (metformin) for diabetes for 6-8 weeks prior to report. The patient was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.